Event description:
While performing urology procedure, surgeon placed a 5.0fr x 70cm, cook medical, open-ended urteral catheter into the patient. It has been observed by the surgeon and surgical tech that a portion of the catheter had broken off. Surgeon was able to retrieve the retained catheter. Reason for use: cystoscopy, left stone manipulation.